Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reloaded the cartridge and resumed insulin to address the issue. Additionally, it was reported that the pump date and time were inaccurate. Customer accidentally entered the time and date incorrectly when adjusting for daylight savings time. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 160 mg/dl.